Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an unspecified anterior/posterior 5-level fusion using rhbmp-2/acs. Post-op, the patient continues to get worse. The patient reported having cages and injections in her spine "to grow new disc". She reported having 5 levels done at one time. In her third surgery, she reports an incision "from my upper stomach down to approximately 4 inches below my belly button" and "the middle of my back down to my butt." Patient reports that the incisions required many stitches and that she now has "ugly" scars.